Event description:
Patient called lfs and alleged that their meter would only prompt a retest message. The patient had performed a test and obtained a reading of "hi". They then retested and obtained a result of "361 control", which is actually an error message. The patient has been obtaining a retest message after that. The issue was not resolved with troubleshooting. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were done correctly. The patient did not have control solution. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. A new meter is being sent to the patient.